Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the available information, causes for the reported resistance caused by steerable guide catheter (sgc) and the sgc moving back into the right atrium (ra) could not be determined. There is no indication of product issue with respect to manufacture, design or labeling. The clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report difficult removal. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. Patient had a posterior prolapse and a rotated heart which resulted in difficult imaging. It was noted the transseptal puncture was suboptimal. An xtr was inserted and deployed on the mitral valve. However, shortly after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was noted that during removal of the clip delivery system (cds), some resistance was felt with the hemostasis valve of the steerable guide catheter (sgc). Due to this resistance, they were unable to continue aspiration. The physician stated this resistance was caused by the sgc and not by the cds. After removal, it was then observed the sgc moved back into the right atrium (ra), resulting in a loss of transseptal access. Due to the device issues and loss of transseptal, the sgc was removed and replaced. To stabilize the slda, an additional clip was deployed on the mitral valve, reducing mr to a grade of 3+. There was no clinically significant delay in the procedure. No additional information was provided.